Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the representative attempted to send images from a planning station on site to this system it would fail. He ran a dicom test and the ping is yellow and port is red. He noted that the planning station is connected to the hospital network via a wired connection and the system is on the network wirelessly. He stated this configuration has worked in the past and nothing has been updated to his knowledge. Looking at the system's self test the wifi client endpoint was disconnected in the internal network status tab, and the checkpoint firewall/router and wifi client endpoint had a "unknown firmware" message in the internal component firmware tab. When trying to refresh the wifi options it prompts a "endpoint connection test" message as it was unable to communicate with the end point. Ts had the representative check the wifi endpoint lights and he confirmed it was receiving power. Joe did not see any lights on the ethernet port on the endpoint. Ts had the representative grab an extra known working ethernet cable and tried replacing the cable from dmz port on router to endpoint with no change. Ts then had the representative use the cable to connect dmz port on a known working router to this system's endpoint, no change in light on endpoint lan or in unknown firmware message. When connecting this system's dmz port to the known working endpoint the amber lan light illuminated and the endpoint was showing as connected and with a known firmware in self test. The checkpoint firewall/router still had an unknown firmware despite showing as connected. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 9735797, lot number: 000b280fb8d3 9736401, lot number: unknown h3/h6: the system was serviced in the field and hardware was replaced. Codes b01, c07, and d02 apply. Product 9735797 was returned for analysis and the reported issue was confirmed. Codes b01, c07, and d02 apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 - evaluation found issues found with legacy checkpoint. Wan connected to the internet. Dmz passed wifi tests. All 8 ethernet ports pinged with 0% packet loss. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.